Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported clip opening during efaa could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation of a mitraclip xtw, the clip continuously opened to approximately 35-40 degrees while establishing final arm angle (efaa). Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Event description:
It was reported that during preparation of a mitraclip xtw, the clip continuously opened to approximately 35-40 degrees while establishing final arm angle (efaa). Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.